Manufacturer narrative:
Claim #(B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5 12.1 implantable collamer lens of -6.0 diopter was implanted into the patients left eye (os) on (B)(6)2022 as an exchange lens to resolve excessive vault. Although he problem of excessive vault was resolved patient has poor naked eye vision due to induced astigmatism. No additional information has been provided. If additional information is received a supplemental medwatch report will be submitted. See MFR# 2023826-2023-00607 for initial lens.